Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to procedure, the patient's right ventricular (rv) lead and right atrial (ra) lead had exhibited high capture threshold and a sensing anomaly. The physician elected to cap and replace both the rv and ra lead on (B)(6) 2024. The patient was in a stable condition throughout.